Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to verify external flash crc error alarm or verify lost settings due to blank display.

Event description:
The customer reported via phone call that insulin pump alarm external flash crc error and lost his bolus wizard settings. The customer's blood glucose value was unknown. The insulin pump passed self test. The insulin pump will be returned for analysis.